Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter. The balloon was tightly folded. The tip, balloon, markerbands, inner shaft and outer shaft were microscopically inspected. Inspection revealed both markerbands to be flattened. The inner diameter (ID) of the wire lumen was measured at both ends and is within specification. The guidewire used in the procedure was not returned with the complaint device. Functional testing was conducted using a thruway guidewire .018¿. The thruway was advanced through the tip of the complaint device and advanced 9mm, stopping at the 1st (distal) markerband. The guidewire could not advance any farther. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the tibial artery. A 4.0x220x150 (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the procedure, the wire got stuck at the distal opaque marker on the shaft and the first marker was damaged and could not get the wire into the balloon catheter. The shaft seemed to be fractured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the tibial artery. A 4.0x220x150 (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, the wire got stuck at the distal opaque marker on the shaft and the first marker was damaged and could not get the wire into the balloon catheter. The shaft seemed to be fractured. The procedure was completed with another of the same device. No patient complications were reported.